Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding charge. The customer's blood glucose was 90 mg/dl. During follow up, customer confirmed that the issue has been resolved.